Event description:
It was reported to boston scientific corporation that a lynx system was used during a lynx procedure. According to the complainant, during the procedure, the bowel was perforated. A bowel resection had to be completed and the patient is still incontinent. Attempts at follow up have been unsuccessful.

Manufacturer narrative:
.